Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under an electrode. The area was described as an oozing and bleeding sore. The patient had not sought medical attention at that time. The patient's wife had cleaned and bandaged the irritation and had removed the device. The wife indicated that the patient suffers from a condition that causes his skin to be thin and sensitive. Multiple attempts to follow up on the condition of the irritation were unsuccessful. The final medical outcome of the irritation is unknown.